Event description:
Subsequent to the initial MDR, additional information was provided, which indicated that a 3.0 xience alpine stent was implanted distal to the 3.0 x 23 mm xience xpedition stent, touching, but not overlapping. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for the patient effect. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of hematoma, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2014, the patient underwent a coronary procedure with implantation of a 3.0 x 23 mm xience xpedition in the proximal left anterior descending artery. During the procedure, after deploying the stent, an intramural hematoma occurred that was treated with a xience alpine stent. The patient condition resolved on 12/11/2014. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Relevant tests/laboratory data (B)(6) 2014: ck=300 u/l, normal upper limit 308. (B)(6) 2014: ck-mb=23.6 ng/ml, normal upper limit 3.6. (B)(6) 2014: troponin I=4.960 ng/ml, upper reference limit 0.045 ng/ml. (B)(6) 2014: ECG=no myocardial infarction. (B)(6) 2014: ck=510 u/l, normal upper limit 308. (B)(6) 2014: ck-mb=44.6 ng/ml, normal upper limit 3.6. (B)(6) 2014: troponin I=13.600 ng/ml, upper reference limit 0.045 ng/ml. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.